Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The received oxygen gas module was mounted in a reference ventilator where it passed the initial pre-use check. After many days of ventilation with a test lung, the ventilator alarmed for a lower o2 concentration than set. A new pre-use check was performed which failed in the subtest ¿flow transducer test¿. The oxygen gas module was then placed in a test system for gas modules, and the conclusion is that the oxygen gas module deliver less oxygen gas to the patient with the consequence that the oxygen concentration will be lower than expected. Measurements revealed that there were two faulty components, an integrated circuit (ic) and a transistor (ic13 dc441 and t1 bfs17). It has not been determined what caused the ic and transistor to fail. The failure of the integrated circuit (ic) and the transistor leads to inaccurate gas flow regulation which will be detected during pre-use check. Alarms will be activated if the failure occurs during ventilation. The received device log file confirms the reported problems.

Event description:
(B)(4).